Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported issue. A supplemental report will be submitted if additional information becomes available.

Event description:
Image process problem during operation. Hospital¿s ae report described incident as ¿on (B)(6) 2025, a patient underwent semi-permanent venous catheter placement and removal surgery using a siemens artis biplane x-ray angiography system in the interventional operating room of (B)(6). During the procedure, the image processing system went black, but recovered after multiple restarts. Further examination determined a faulty image processing board, and the manufacturer was contacted for immediate replacement." Notification no. Is (B)(6).

Manufacturer narrative:
The investigation was conducted by our experts. Log file analysis identified an issue during the initialization of the copra (common processing architecture) board. The system message ¿no x-ray, fd problem, sc¿ was displayed to the user. During an onsite troubleshooting, siemens local service engineer identified a malfunction in the copra board, which is a sub-component in real-time controller (rtc) in plane a. The engineer replaced the rtc in plane a, rebooted the system, and verified system functionality. Following these actions, the issue was resolved. An extensive investigation could not be performed due to the affected component (rtc) not being returned. Therefore, the exact cause of the complaint could not be determined. It is assumed that the root cause for the non-conformity is a malfunction of copra board in rtc. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.